Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards lifesciences affiliate in japan, regarding implant of a 20mm sapien 3 ultra resila valve in the aortic position. After implantation of the valve trivial paravalvular leak pvl was observed. Post dilation was performed with nominal volume to avoid recoil and pvl reduced to almost none. The tavr was completed. After tavr, while the patient was placed under observation in the ICU, there were the findings of decreased hemoglobin and schizocyte. Mechanical hemolysis was noted and the patient had hemolytic anemia. Postoperative transesophageal echocardiography tee showed mild pvl from the right coronary cusp rcc side. The patient received one time blood transfusion rbc 2 units. The patients hospitalization was prolonged by one week then she was discharged. The patient was asymptomatic and the subsequent course was stable.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the complaint site and the following observations were made severe calcification was presented on native annulus, native annulus measurements (native aortic valve area 286.4 to 323 mm2) were within the recommendation range for thv size 20mm (native aortic valve area 273 to 345 mm2). The reported event was unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. As reported a 20 mm sapien 3 ultra resilia valve was deployed at 90 to 10 aortic ventricular position with nominal contrast solution volume, as intended. Paravalvular leak (pvl) was observed. Although the degree of pvl was trivial, post dilation was performed with nominal volume to avoid recoil and pvl reduced to almost none. Per imaging evaluation, severe calcification was presented on native annulus. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting a compromised seal with paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.